Event description:
It was reported that during a shoulder arthroscopy, when using the controller, smoke started to came out from the connection with the wand when it was activated. No error message or sparking resulted from this event. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection observed no issues. Functional evaluation was performed and found that the flow 50 wand wasn¿t being recognized by the unit. The 18 pin ambient wand was able to be tested and found to perform as intended. The unit was opened and found nothing loose or damaged inside the unit. A review of the device history records for the showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.